Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had moderate dso (downstream occlusion) bubbling. Customer reported problem of "error - pump not infusing proper amount" could not be duplicated. Accuracy testing passed at 21.2ml (between 18.2ml - 22.2ml is considered passing). As a result, the probable root cause was unknown. The dso sensor, expulsor, valves, foam, and air detector were replaced as a preventative measure. After repair, all functional tests of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an error and was not infusing the proper amount. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.